Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a pelvic floor repair mesh and a monarc subfascial hammock were implanted. The patient experienced mesh erosion, mesh contraction, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, blood transfusions, two large pelvic hematomas, neuropathic and other acute and chronic nerve damage and pain, pudendal nerve damage, obturator nerve damage, pelvic floor damage, pelvic pain, urinary incontinence, requiring additional medical treatment, including multiple operations to locate and remove the mesh. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.